Event description:
It was reported that the customer was hospitalized for high blood glucose levels and dka. The customer was hospitalized on 2 separate occasions both only lasting a few hours. The customer was treated with IV fluids and insulin drip.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.